Manufacturer narrative:
This complaint has been recorded under cmp-(B)(4). Review of the most recent repair record determined the repair site found that the motor speed was low and that the unit was out of calibration. The 2 and 3 inch width plates were damaged. The motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm, and 2 and 3 inch width plates were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device did not power on when plugged in. It was found during investigation that the motor operated at a lower speed and the width plates were damaged. No patient harm or delay were noted along with no other adverse events.